Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event loop-cutting problem.

Event description:
It was reported to boston scientific corporation that a captivator snare device was used during an endoscopic mucosal resection (emr) procedure for large polyp removal performed on (B)(6) 2025. During the procedure, the snare was activated but did not cut through the tissue. The procedure was successfully completed using another captivator snare device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event loop-cutting problem. Block h11: a captivator snare was received for analysis. Visual inspection identified that the working length and wire were kinked. A continuity and electrical test were performed, and the device was found within specification. No other problems with the device were noted. The reported complaint of snare failure to cut was not confirmed. Investigation found that the working length and wire were kinked. It is possible that operational factors such as the size of the polyp and the force applied to the device in order to remove the tissue, could have caused or contributed to the reported allegation. The force applied to the handle in order to actuate the device, could generate tension forces on the distal section of the device that are transmitted to the proximal section (handle), causing the bent of the handle cannula. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a captivator snare device was used during an endoscopic mucosal resection (emr) procedure for large polyp removal performed on (B)(6) 2025. During the procedure, the snare was activated but did not cut through the tissue. The procedure was successfully completed using another captivator snare device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.